Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative reported that the instruments when tested at a different site the inaccuracy was closer to 2-3 mm. A medtronic personnel suggested to check the accuracy with a different set on instruments. When the accuracy was testes with a different set of instruments a slight inaccuracy was found. But when a different emitter was used no inaccuracy was found. On (B)(6) 2017 an emitter was shipped to site. On (B)(6) 2017 a medtronic representative went to site to test the equipment. The emitter was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter was received by manufacturer for evaluation. Medtronic personnel tested the emitter and were unable to replicate the issue. The emitter passed all tests and is normally. No faults found. A software investigation was conducted by medtronic personnel and were unable to find the root cause of the issue.

Event description:
A medtronic representative reported that while in a functional endoscopic sinus surgery (fess) there was an inaccuracy of about 10 mm when using navigation system. During troubleshooting representative was able to replicate the issue as the navigation was off by few mm after registering multiple times and using multiple instruments. The procedure was completed with the use of navigation. No information was provided on delay to procedure and patient impact.

Manufacturer narrative:
Additional information: upon further follow-up, it was reported that the delay to the procedure was about 20 minutes due to this issue. The site opened up a different set of instruments and re-did the registration. The surgeon opted to complete the procedure using the malleable suction without the use of the navigation system.

Manufacturer narrative:
Additional information: upon further follow-up, the medtronic representative reported that the site was in the navigation screen, which is where they check accuracy after registration of the patient because the images are on full screen. The issue occurred when verifying accuracy but while in the navigation screen and then the use of the imaging system was aborted.